Event description:
Needle accessed port. Good blood return, but unable to push any fluid. Reaccessed with #20 1" - good blood return and able to flush. On 1/4/95 #20 1" accessed port. No blood return; difficult to flush - reaccessed with #19. Sluggish blood return. Flushes easily. 1/12/95 very slow infusion. Peripheral line needed. 1/25/95 urokinase 50000. No blood return. Without pain with saline flushing.